Event description:
It was reported that rv threshold measurements were unsuccessful in the clinic and a lead fracture was observed. The lead could not be explanted during the revision and it was decided to leave it in situ. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 15-may-2024 and 09-jan-2025, recorded the rv pacing impedance initially at 450 ohms, before in the end of the recorded period the impedance fell onto 400 ohms. All other trends gained no further information. The analysis of the provided iegm episodes revealed artifacts on the rv and ff channel, which led to the reported oversensing as well as inappropriate shocks. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.